Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/16/2017 with the following findings: during investigation, the black box showed evidence of a partially discharged battery being installed. There was no moisture/corrosion observed in the battery compartment. The battery cap was not returned. A test battery cap was able to attach and tighten to the pump and power on. The current draws measured within specification. A "battery life" issue was not duplicated during investigation. The pump cover was removed and there was no evidence of moisture or loose components inside the pump. Unrelated to the original complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.